Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event, of loss of external power alarms, was confirmed in the submitted heartmate ii lvas controller log file. The loss of external power event occurred while the patient was using the mpu as their power source. The event log file contained approximately 8 days of patient event data. There was a loss of external power event that occurred with the patient using the mpu on feb 18, 2022 06:21:55. The controller operated on backup battery power during the event. The mpu was the power source before and after the event. Based on the power source indicator (rsoc) and power cable lead (cable) voltages, the mpu output was lost. Per the log file, the mpu appeared to be operating properly before and after the event. Multiple requests for the return of the mpu and additional event information were sent to the customer. The mpu was not returned for evaluation; no additional information was reported. The cause of the loss of power to the mpu could not be determined from the log file, however the event did indicate that there was a recent power outage that may be attributed to the event. Set up and use of the mpu are documented in the heartmate ii lvas patient handbook (rev c p.60). System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook (rev c p. 185 - alarms and troubleshooting, p.194 ¿ no external power alarms; p.197 low battery power alarms; p. 204 mpu alarms). Tracking information for the mpu was not reported. Device build records were not reviewed. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic after noticing small cuts in their driveline near their controller. Upon inspection, there were two cuts on the white, outer, protective layer of the driveline approximately 5mm long each. There did not appear to be any additional damage internally. The patient explained the damaged section of the driveline frequently got twisted. Rescue tape was applied to the site and the left ventricular assist device (lvad) continued to operate as intended. It was also noted that a recent low voltage hazard alarm was observed in the clinic. The patient did not recall the alarm but healthcare providers assumed it was caused by recent power outage in the area or the patient disconnecting both power sources at the same time. Log file review captured a no external power event on (B)(6) 2022 which was caused by power to the mobile power unit (mpu) being briefly interrupted. Related manufacturer's report regarding driveline damage: 2916596-2022-01208.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.